Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA:11/8/2013:a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and meshes were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted with concurrent cystocele. It was also reported that patient underwent mesh revision/removal on (B)(6) 2011 due to mesh erosion and extrusion, bladder calculus, recurrent infection and pain. The patient underwent mesh revision/removal on (B)(6) 2011 due to mesh erosion and extrusion, bladder calculus, recurrent infection and pain. It was further reported that patient underwent mesh revision/removal on (B)(6) 2011 due to mesh erosion into bladder, recurrent infections and pain. It was reported that patient underwent mesh revision/removal on (B)(6) 2012 due to erosion of mesh, bladder extrusion, ureteral injury, recurrent infections and pain. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 03/03/2020.